Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c21: review of device manufacturing record history for lot/serial # (B)(6) still in progress. H6 - code b20: the devices remain implanted and images were not provided. Therefore, direct product analysis was not possible. Three vbx devices were implanted in the left renal artery during the index procedure. It is unknown which devices are involved in the reportable event. The devices are of the same device type. One device was selected for reporting purposes. The two additional devices are: lot/serial # (B)(6); catalog #bxa075902a; UDI # (B)(4). Review of the manufacturing records still in progress. Lot/serial # (B)(6); catalog #bxa073902a; UDI # (B)(4). A review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a clinical study: on (B)(6) 2022, a aaa procedure was performed and a tambe device was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) were implanted as branch devices in the visceral arteries. Three vbx devices were implanted in the left renal artery. On (B)(6) 2024, cta imaging show a type 2 endoleak with lumbar artery involvement. While treatment was performed for the type 2 endoleak, it was noted and confirmed a type 3 endoleak was present at the overlap site of the left renal devices. On (B)(6) 2024, an intervention was performed for the type 3 endoleak. An additional vbx device was implanted without balloon angioplasty. It was reported the endoleak was resolved and patient tolerated the procedure.

Manufacturer narrative:
B1 - updated selection. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.